Manufacturer narrative:
The used company iii (d) cartridge was returned. No damage or abnormalities were observed. The cartridge had evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Sixteen unopened company 10-count cartons were returned for the reported lot. One sample was pulled from each returned carton for evaluation. The sixteen unused company iii (d) cartridges were evaluated. The company iii (d) cartridges were microscopically examined internally and externally with no damage or abnormalities observed. No damage or particulate was observed inside the cartridge lumens. All sixteen company iii (d) cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. The company iii (d) cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The indicated intraocular lens is only qualified for use with the company ii (b) and iii (c) cartridges. A qualified company iii (d) handpiece was indicated. A non-qualified viscoelastic was indicated. The root cause for the reported scratch may be related to a failure to follow the dfu. The iol and viscoelastic indicated are not qualified for use with the company iii (d) cartridge. The returned used cartridge was evaluated and not damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. Sixteen unopened samples for the reported lot number were also evaluated. All sixteen company iii (d) cartridges were functionally tested per the dfu using qualified associated products. No lens or cartridge damage was observed after the lens deliveries. The company iii (d) cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens was scratched by the cartridge. Additional information was requested.